Event description:
Boston scientific received information that two months post implant, this right ventricular lead displayed increased threshold measurements. It was thought this may be due to fibrosis at the lead tip interface. In addition, low amplitude r-waves were noted. No loss of capture was noted. A revision procedure was performed. Fluoroscopy revealed the lead had moved, but was still interfacing with the heart wall. The helix was retracted, but could not be extended. A decision was made to replace this lead. The lead was removed, replaced and returned for analysis. Acceptable measurements were obtained post implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, blood/body fluid was noted in the lead's insulation and the helix mechanism. The helix was retracted and stretched. Resistance and pressure testing was performed revealing no anomalies. Analysis confirmed the reported helix mechanism allegation, and determined the lead was electrically continuous.